Event description:
High impedance was reported. There was a later report that the lead was replaced, due to a 'product performance issue'. Additional information was received reporting that there was a lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; distal segment returned and analyzed. Other: high impedance was reported. There was a later report that the lead was replaced, due to a 'product performance issue'. Additional information was received reporting that there was a lead fracture. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, performance.